Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suture cut needle driver be returned for failure analysis investigation. However, the product has not yet been received as of the date of this report. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the large suture cut needle driver snapped out at the wrist intraoperatively. The procedure was completed with backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales manager (csm) and obtained the following additional information: the csm said that the instrument was inspected prior to use and no visible damage was seen before the procedure. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy. The instrument are available for return to isi for evaluation. The photographic images of the device(s) or a video recording of the procedure are not available for isi review. The patient details are not shared by the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suture cut needle driver instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. As, a result the cable was loose at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.